Event description:
Information was received from a patient (pt) via healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins). In the pt's pre-MRI questionnaire, the pt noted that the leads 'might have slipped'. The pt has not used the system since the summer of 2024 due to this possible issue. The pt needs a head scan, agent reviewed options and considerations around MRI scanning.  The hcp called back and stated that the patient's lead has slipped. The caller had a note from 2024-jul-24 that indicated that the lead was at level t11/t12. The original lead position was at t9. The lead was now at the to inferior aspect of t11 and no longer midline. The lead may have 3 electrodes in the epidural space and 5 or 6 outside the epidural space in the soft tissue. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed MRI considerations.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260, (serial: (B)(6) ); product type: 0200-lead; implant date: (B)(6) 2022, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.